Event description:
According to the reporter, intra- operatively when the device was unplugged, the plastic piece that covers the plug had popped off the device. No patient involvement. No injury reported.